Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A device history record review of the actual product found no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU):** "¦3.1 endoscope selection (caution) ¿refer to section 3.5, ¿connecting and disconnecting the endoscope¿ on page 16 to ensure the endoscope is firmly fixed to the camera head, and refer to section 4.1, ¿focus adjustment¿ on page 22 to check that the endoscopic image is correctly displayed on the video monitor." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head adapter lock was rusted and corroded. This issue occurred during preparation of an unknown diagnostic procedure. There were no reports of patient harm.